Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were initially programmed to primary vector, and defibrillation threshold (dft) testing was successful on the first shock with a shock impedance measurement of 83 ohms. After the patient returned to her room, six inappropriate shocks were delivered over eight episodes, and smart pass was disabled. Therapy was not exhausted. Multiple tests were performed via programmer to determine the cause of oversensing and undersensing, x-rays were taken, and the patient was monitored overnight. Evaluation via isometrics and pocket manipulations showed a flatline on the s-ECG in all vectors but secondary. When auto setup was performed both the day of implant and the day after, all vectors passed while supine, but only secondary passed while in an upright position. Subsequently, the patient was sent home with the s-ICD programmed to secondary and therapy programmed off. The patient was given instructions to perform patient initiated interrogations (piis) every 24-48 hours to help rule out possible causes, as there was still some subtle baseline wandering observed. During that time, impedance measurements remained stable, thus ruling out an electrode insertion issue. Data review demonstrated saturation counts that gradually decreased to zero, consistent with temporary air entrapment in the xiphoid incision pocket. It was confirmed that there were no further artifacts observed one week after implant. The patient was seen in clinic on april 24, and the s-ICD was programmed back to primary at that time. No further artefacts were detected since programming back to primary, and the plan was to turn therapies back on at the next appointment. This electrode remains in service, and will continue to be monitored remotely. No additional adverse patient effects were reported.